Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdomen pain, cloudy pd fluids, vomiting and diarrhea. The cause of the peritonitis was reported as due to "the caregiver of the patient was changed". As there was no specific use error reported, the cause of the peritonitis will conservatively be assessed as unknown. It was reported the patient was hospitalized for the event the same day as onset. The same day, the patient began treatment with intraperitoneal (ip) cefazolin one gram, every day and ip fortum one gram every day for the event of peritonitis. At the time of this report, treatment with antibiotics was ongoing and the patient was recovering from this peritonitis event. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that in addition to treatment previously reported, nineteen days after the onset of peritonitis, the patient was treated with ciprobay (intraperitoneal, two jars daily for ten days) for peritonitis. Twenty-nine days after the onset of peritonitis, the patient recovered from the event. On the same day as recovery, all antibiotic treatment was stopped and the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.